Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
For three days the customer woke up with high blood glucose levels (e.g. 360 mg/dl). The customer went to bed with a blood glucose level of 120 mg/dl. The customer thinks the pump does not deliver insulin in the night. No adverse event alleged. A request was made for the return of the device.